Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance measurement detected via the patient¿s remote monitoring system. Additional information was received indicating that the cause of the observation was not determined. At this time no intervention was performed, however, the patient will to continue to be monitored. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating that the device was electively replaced for an upgrade. It was reported that the rv lead was functioning properly at the time of upgrade, however, the physician elected to replace the lead as well due to high impedance measurements observed in the past. A new system was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.